Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, the following issues were found: a scratched a-rubber, chipped adhesive on the a-rubber, a scratched video connector, a deformed bending tube, a damaged fe lever, and peeled adhesive on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus asset, endoeye flex deflectable videoscope, was returned with a report that there was an image error. There was no report of patient or user harm due to the event. During inspection and testing of the subject device, the monitor showed a black screen with no image due to a cut in the charge coupled device (ccd) cable, and there was image noise due to damage to electrical contacts in the video connector. This report is being submitted for the malfunctions found during the device evaluation.